Manufacturer narrative:
Results - a lot order search was performed on the ftp, injector and cartridge. There were three similar complaints found for the ftp and no similar complaints were found for the cartridge and injector.

Event description:
It was reported that the trailing haptic of a competitor's lens was damaged using the aq cartridge. Additional information was requested but none forthcoming. If any additional information is received, a supplemental medwatch form will be submitted.